Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump indicated disposable volume 12.2 remaining, with a smiths medical, cadd medication cassettes attached, however there was no volume left in the cassette. It was reported the end user had to call the help desk at 5 am due to the early finish time. No adverse patient effects were reported